Event description:
The physician was performing an ercp with a graduated dilation catheter. The dilation procedure was successful; however, upon removal of the catheter, the radiopaque band detached from the distal tip and remained in the pt's pancreatic duct. Several unsuccessful attempts of removal were made with balloons. A previously scheduled stent implant was performed without complications. It was noted removal of the radiopaque band may be attempted again in a future procedure.